Event description:
It has been reported to philips that the system produced a tube overload error during a spinal fistula embolization procedure. The customer indicated that they waited for about one minute for the tube to cool down and continued the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired, the issue occurred while injecting embolization particles during planned treatment/ non-emergency treatment and the procedure was completed after the x-ray tube got cool leading to the procedure to get delayed. A philips remote service engineer (rse) inspected the system remotely and identified that the system produced a tube overload error during a tumor embolization in the thoracic spine. Analysis of the log files indicated that there was tube overload error confirming the malfunction. A philips field service engineer (fse) inspected the system on-site and confirmed the reported event. During troubleshooting, fse found that the tube overload was caused by a long exposure at a large roa (36 degree) angle. Also, it was identified that the tube overload buzzer was working, and the error messages were shown on the system, and the system was working as per its specifications. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported product malfunction in this case. Based on the investigation results, philips concluded that the complaint is not reportable.